Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the adaptor on the aquapak bottle broke and cracked at the oxygen level. The bottle started leaking oxygen which caused the patient to have oxygen de-saturation. Another adaptor was used on the patient. No patient injury reported.